Manufacturer narrative:
H3: the pump and catheter were returned and no significant anomalies were found. Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-feb-08 e2 (rep): additional information was received via a company representative. It was reported that the catheter was returned for analysis regarding an inability to aspirate the catheter. A routine pump replacement had also occurred. The pump and catheter were explanted on (B)(6) 2020.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial # (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 2016-01-10, UDI#: (B)(4). A1, a2 correction: the patient identifier, age at time of event, and date of birth were corrected in this report. H1 update: the type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs baclofen with concentration 2000.0 mcg/ml was being administered at a dose rate of 329.6 mcg/day as of (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (2000mcg/ml) at an unknown dose via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the catheter was unable to be aspirated during a dye study. A factor that may have led or contributed to the issue was the patient reported a recent fall. The rate was increased. It was unknown if surgical interventions was planned. It was unknown if the issue resolved. The patient was "alive - no injury." No symptoms were reported. The event date was (B)(6) 2019. There were no further complications reported at this time.